Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Event description:
It was reported that the injection septum was pushed into the tubing of an interlink continu-flo set. It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.